Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The physician elected to continue to use the lead because the patient was elderly and bed bound. No patient complications have been reported as a result of this event.